Event description:
Boston scientific received information that the pacemaker exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on right ventricular (rv) lead along with high pacing thresholds. Additional information obtained from the field representative indicated that the cause of the high pli was not determined and there were no other clinical observations associated with the impedance issue. A revision procedure was done in which the rv lead was surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.